Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. We continue our efforts to follow up with the customer for its return. Complaint # (B)(4).

Event description:
It was reported that after insertion of the intra-aortic balloon (iab) the arterial line was dampened and clotted. There was a normal insertion in the or with proper iab preparation. Balloon removed in the ICU due to no arterial signal. There was no injury or harm to the patient.

Manufacturer narrative:
Although good faith efforts have been attempted to retrieve the device, the device was not returned by the customer and so could not be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that after insertion of the intra-aortic balloon (iab) the arterial line was dampened and clotted. There was a normal insertion in the or with proper iab preparation. Balloon removed in the ICU due to no arterial signal. There was no injury or harm to the patient.